Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a review of the device manufacturing records (DHR) was performed as part of this investigation. A search of the depuy nonconformance (nc) quality system found one unrelated nc associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). For the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the patient underwent the surgery with cement in question. When the surgeon opened cement in a clean place, the connector on the foot switch side of the hose connected to the vacuum foot switch was broken in the bag. The surgeon attempted to open the other cement, but opened the same set within the sterilization period that had not been used in the past because the ampoule was broken in the hospital, and used the hose in the set. No further information is available.